Manufacturer narrative:
This report is filed on february 28, 2017.

Manufacturer narrative:
This report is submitted on (B)(6) 2017.

Event description:
Per the patient's surgeon, the patient was a non-user of the device and had the device explanted (date not reported) during surgery for a non-related medical problem. The patient has no intention of reimplantation.